Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was elevated. The customer cleared the alarm and resumed insulin delivery. No further occlusion alarms had occurred. The customer was planning on changing the cartridge and infusion site. As the occlusion alarm had not reoccurred, tandem technical support did not perform a system check as it appeared that the occlusion may have already been cleared.